Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, image noise occurred due to damage to a image pickup unit. As a result, the image failed to appear temporarily. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air was noted with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, an image noise was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely caused by a defect of the image sensor unit, the internal circuit board of the video connector, or the video system center. Olympus will continue to monitor field performance for this device.